Manufacturer narrative:
(B)(4). Concomitant medical products: guide wire: ht floppy, guide catheter: 6f ar1, stent: 4.0x16 graftmaster and multiple unspecified graftmasters. (B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The reported difficulties and the subsequent treatments appear to be related to the circumstances of the procedure. A conclusive cause for the reported patient effects cannot be determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The reported patient effects of myocardial infarction and thrombosis, as listed in the graftmaster rapid exchange (rx) coronary stent graft system, instructions for use (IFU), are known patient effects that may be associated with coronary stenting. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design, or labeling of the device and the reported treatments appear to be related to the circumstances of the procedure. In addition, it was reported that the procedure was to treat a large aneurysm in the vessel. It should be noted that the graftmaster rapid exchange (rx) coronary stent graft system, domestic instructions for use, (IFU) states: the graftmaster rx is indicated for use in the treatment of free perforations, defined as free contrast extravasation into the pericardium, in native coronary vessels or saphenous vein bypass grafts greater than or equal to 2.75 mm in diameter. Furthermore, it was reported that a 3.50x16 mm rx graftmaster stent system was advanced and the stent was inflated to 18 atmospheres (atm). It should be noted in the graftmaster rapid exchange (rx), coronary stent graft system, domestic, instructions for use (IFU) specifies the rated burst pressure (rbp) is 16 atm and clearly states not to exceed the rbp.

Event description:
It was reported that after treatment for a 95% stenosed proximal saphenous vein graft (svg) to the right coronary artery (rca), the patient presented with a large aneurysm in this vessel. After pre-dilating the stenosis with a 3.0x15 non-abbott balloon, a 4.0x16 rx graftmaster covered stent system was advanced over an ht floppy guide wire and deployed across the lesion at 16 atmospheres (atm) for 30 seconds. As planned, for complete aneurysm coverage, a 3.5x16 rx graftmaster was then deployed proximal to the 4.0x16 at 18 atm for 30 seconds, with slight overlap, as intended. The 4.0x16 graftmaster was post-dilated as standard operating procedure. However, the 3.5x16 graftmaster did not appear to be completely expanded, thus, it was post-dilated at high pressure with a 4.0x12 nc non-abbott balloon with a final timi flow of 3. Despite very high post-dilatation pressure, the proximal placed 3.5x16 graftmaster was unable to be fully expanded at the site of greatest stenosis due to vessel non-compliance. Two days later, the patient returned with chest pain, EKG changes, myocardial infarction, and subacute pulmonary edema. In-stent thrombosis was found at the site of the incomplete expansion, which was treated via thrombectomy and repeat balloon angioplasty. The subacute pulmonary edema was successfully treated with loop diuretic therapy. Antithrombotic medication for the patient was modified and the patient was discharged in good condition. No additional information was provided.